Event description:
I started using (B)(6) fasciablaster in (B)(6) 2016. Initially, I purchased it for chronic low back pain. After reading more on her webpage, it was advised to use this tool on one's whole body since fascia is connected throughout the body and so, in theory, one would experience problems in other areas if all areas weren't treated. The first month went fine, except for some heavy detox symptoms, and profound bruising, which (B)(6) claims as normal. Around the second month I started spotting, although I'm menopausal. My clothes started getting much tighter, all while continuing my disciplined eating and exercise habits. My abdominal area started to loosen and hang as if just given birth. I contacted ms. (B)(6) for assistance and was merely told to watch my posture and activate my muscles and to trust the process and continue using the tool. I did as she advised, but the problems only continued to worsen. I am now spending a fortune on supplements, trying to regulate my hormones to try and rectify this situation, that ms. (B)(6) continually denies that her tool is to blame. What once started as a glimmer of hope for many chronic pain sufferers, has now turned into a frightening search for solutions for how to repair and restore our former health.